Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. During a follow-up visit, the patient reported continued incontinence. The patient is now under the care of a specialist (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient is reported to be over age 18.